Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench top analysis found no light emitting diode (led) indications. The battery was inserted into an operating encore programmer. The programmer charge led flashed. Ac (alternating current) power was removed from the programmer, the programmer shut down. The battery was reinserted and a charge was attempted for 15 minutes. Ac power was removed from the programmer, the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: the battery pack would not charge and there was a battery pack failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the complaint that the battery was dead and was unable to charge, the battery was replace. Analysis was unable to confirm the complaint that the programmer would turn itself off while plugged into an outlet. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn itself off randomly despite being plugged into an outlet with the power cord and would not work on battery alone and the battery would not charge. The programmer was returned for service. No patient complications have been reported as a result of this event.